Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information a1, b5, h6: health effect - impact codes: b5: it was reported that a spectrum pump failed downstream occlusion test. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available. H6: health effect - impact codes f26 is corrected to f27. H11: the device was received for evaluation. During functional testing,'failed downstream occlusion test.' Was not reproduced. A review of the event history revealed multiple "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. No device correction is required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.